Event description:
A peritoneal dialysis (pd) patient with a history of pulmonary embolism reported being diagnosed with peritonitis by klebsiella oxytoca. The patient was hospitalized on (B)(6) /2014 and discharged on (B)(6) 2014. The patient was found to not properly adhere to aseptic technique. While hospitalized, the patient was found to have bacteriuria and small pleural effusions. The patient was treated with antibiotics and has been able to resume cycler-dependent pd treatment with no further issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and available medical records.